Event description:
It was reported the epiq cvx ultrasound system generated an on-screen error code during an unspecified exam requiring the user having to restart the system. The patient was under anesthesia at the time which led to a delay, and they were not able to finish the procedure with this system. There was no reported patient or user harm as a result of the issue. Additional information is being obtained to determine event details. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to identify the cause of the reported issue. The engineering team determined this was related to a corrupt image leading to a software timing issue within the image buffer management subsystem. The system has returned to service with no similar issues reported.